Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the down arrow was difficult to press. Customer's blood glucose was 136 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no down button response due to flattened button dome switch. The keypad connector on lcd board was inspected and no anomaly was noted. We were unable to verify for prime alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, test and all operating current measurement due to no down button response. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.